Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) sinus tachycardia feature designed to withhold ventricular tachyarrhythmia detection may not have been working properly and the patient was inappropriately shocked. No action was taken and the device remains in use. No further patient complications have been reported as a result of this event.